Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the system shows blue screen and was not booting up. Upon troubleshooting the fse examined the cmos battery and reinstalled the host pc; however, the issue persisted. Consequently, fse replaced host pc and returned to supplier for further analysis. The analysis confirmed the malfunction of host pc and identified that the failed component was memory. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating the user should select the boot device, which impacted booting. The device was outside of use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.